Event description:
It was reported that during a da vinci-assisted chest anastomosis with transthoracic esophagectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's wire on the jaw part is defective and came off (to move the pliers). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed no further information can be disclosed since the defective instrument was sent back to intuitive.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. Additional observation(s) not reported the site: 1). The instrument was found with the damage on the conductor wire¿s insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The conduct wire insulation was damaged, but the wire was not torn or fully broken. Further inspection found no abnormal sharp or damaged components that could have contributed to the cable breaking. The instrument passed the electrical continuity test. 2). The instrument was also found with indentations to the surface of the bipolar yaw pulley. No material appeared to be missing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.